Event description:
It was reported that while crossing a stenosis before balloon expansion of the stent, the stent detached from the balloon and catheter. The stent was deployed, unopened, in the subclavian artery. The catheterization of the subclavian artery could not be performed. There was no adverse clinical consequences for the pt.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The stent remains implanted and the delivery system was discarded by the user facility. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the u.s 510(k) -k052132.